Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An unrecoverable balance chamber pressure alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The exact cause of the reported alarm is not known. The user's guide contains probable causes and appropriate instructions for resolving alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.